Event description:
It was reported that during a revision, the physician was unable to use the lead revision kit (physician was unable to thread the wire into the existing lead). It was also reported that there was lead breakage. The lead was replaced. The patient recovered without sequela.